Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range impedance measurement on the competitor right ventricular (rv) lead. The impedance measurements were typically around 400 to 500 ohms with the sudden increase documented. The most recent device check, approximately one week prior, yielded an impedance measurement of 540 ohms. It was indicated the patient would be brought in for a follow-up appointment. No noise could be produced with isometrics, but there were varying impedance measurements with pocket manipulations. X-ray determined there was tension on the lead. The physician was determining the next steps. It was indicated this patient was not pacemaker dependent. This device was explanted and the competitor lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.